Manufacturer narrative:
(B)(4).results of investigation: this unit was field serviced by a carefusion certified service center, (B)(4), on 01february2016. (B)(4) replaced the flow valve and it corrected the reported issue.

Event description:
The customer reported that the unit is delivering a higher tidal volume than expected. It was also reported that there was no patient involvement associated with this complaint.